Manufacturer narrative:
(B)(4). A supply bag falling and disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. During troubleshooting, it was noted that the supply bag fell and disconnected. The technical service representative assisted with ending therapy and advised the patient to complete therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.